Event description:
A hospital in (B)(6) reported via a distributor that a mr370 reusable humidification chamber was leaking water. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported via a distributor that a mr370 reusable humidification chamber was leaking water. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: since the submission of the initial report, the complaint mr370 chamber was returned to fisher & paykel healthcare for evaluation. It was visually inspected and performance tested to check for leaks. Results: no damage was found on the returned complaint device and no water leak was found during testing. A lot check revealed no other complaint of this type for lot number 110718. Conclusion: we were unable to confirm the reported fault as no fault was found with the complaint device. The complaint device was able to function with no leak during testing.

Manufacturer narrative:
(B)(4). Method: the complaint mr370 chamber is not expected to be returned to fisher & paykel healthcare (B)(4) for inspection. Our investigation is therefore, based on our knowledge of the product, the event description and photographs provided by the hospital. Results: the hospital reported that the mr370 chamber leaks water when it is under pressure during use. The photographs indicate the location of the leak, which is at the connection of the chamber base and the o-ring seal. A lot check revealed no other complaint of this type for lot number 110718. Conclusion: without the complaint device, we are unable to check and test the components of the complaint chamber (o-ring seal, chamber dome, and chamber base). As the device is not expected for evaluation, we are unable to confirm a particular failure mode and therefore, unable to determine a cause of the reported fault.